Manufacturer narrative:
(B)(4). Photos received and analyzed. Photo analysis: the photos show a device that appears to have been used in surgery, and has a damaged white teflon tissue pad. Below is a description of what was observed in the images provided. Image: images show what looks like one half of the instrument teflon tissue pad. Image1: this picture show what looks like one half of the instrument tissue pad with a ruler in the background. It is likely that this image is show the same half presented in prior image (image). Image2- image3: show the distal portion of the tissue pad to include the instrument blade. Tissue pad not seen in image. Image4: image showing lot number based on the photos alone, a possible cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. From the review of the images it appear that one half of the tissue pad is missing. Because the instrument was not return our evaluation is limited. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/29/2016. Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: what was the surgical procedure how long was procedure? Was device used in min, max or advanced hemostasis mode? How many activations in advanced hemostasis was applied during the procedure and how long. Regarding the detached tissue pad: can we get pictures of the device and the tissue pad? If no, what portion of pad is on device, what portion is in the piece in the cup. Was the tissue pad removed from the device after use? Can we get the batch number?

Event description:
It was reported that during a laparoscopic gyn procedure for removal of pelvic mass, the scrub tech noticed that part of the device tissue pad was missing. The scrub tech informed surgeon several times that part of tissue pad was missing. Surgeon proceeded with case and patient was sent to recovery as surgeon believed tissue pad was absorbable. The rep was contacted and he informed the account that tissue pad is not absorbable. The surgeon was encouraged by or director to bring the patient back to surgery to look for the tissue pad. The patient was brought back for an exploratory laparoscopy, but still no part from the tissue pad was ever found. The patient status is unknown at this time. One device and part of tissue pad (in a cup) is in risk manager's office at hospital. Rep is attempting to obtain device and piece of tissue pad to send back for analysis.